Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400 mg/dl while contacting tandem technical services. The customer reported that the cause of the high bg level was due to a sinus infection. The customer reported delivering a bolus and administering injections to decrease bg level to 198 mg/dl.